Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation (B)(6) reported a complete separation of a catheter. The patient was reported to be male and had been diagnosed with cancer (non-specified) but was active. The complaint device was reported to be a turbo-ject® single lumen power-injectable PICC (rpn: upics-4.0-CT-nt-1111, lot number 13351040). The device was placed on (B)(6) 2021 in the basilic vein for the administration of chemotherapy and cytotoxic medications once per week. Eight weeks after placement ((B)(6)), while the patient was at home, it was discovered that the catheter had separated at the junction of the purple hub and the extension tubing. The device was removed on (B)(6) 2021. A PICC replacement procedure had been planned but no details have been provided. No information was provided regarding how the device was secured to the patient or if/how the maintenance of the device was completed. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One device was returned to cook for evaluation. Upon visual inspection, it was noted that the extension tubing had separated from the catheter hub. A small segment of the catheter remained inside the hub. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no non-conformances. A database search identified no other events reported for the failure mode from the complaint lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: "if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. The warnings in the IFU state do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. The power injection procedure state. Warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure. Catheter maintenance ¿.if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should be again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event could not be established. Cook was unable to rule out catheter maintenance or inadvertent tension placed on the device as contributing factors to this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Date of event: (B)(6) 2021. Customer (person): phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the hub of a turbo-ject® single lumen power-injectable PICC completely separated from the extension tubing. The device was placed in radiology via the patient's basilic vein. The patient's cancer was the indication for device placement. The patient was described to be active and ambulatory. The device was used once a week and with "usual plaster". The device, which was used for administration of chemotherapy and cytotoxic medications, failed at the patient's home 8 weeks after placement. No fever or local infection occurred. Approximately 1-2 days following the patient noticing the separation, the device was removed "on hdj". No other hub damage was noted. A replacement procedure was performed. No other adverse effects to the patient have been reported.